Event description:
Patient reported "my doctor has just advised me that my latest MRI shows my allergen implants have ruptured and as they are within the warranty period, they suggested I contact you for further information." This is for the right side. The device is still implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.